Manufacturer narrative:
MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off within 12 hours of use. The blood glucose level was in the 100's-200's mg/dl. The patient eplaced infusion set and resumed insulin successfully. No further information was available